Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: 750cc mentor memorygel breast implant, catalog # 3507504bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent breast augmentation revision with a 750cc mentor memorygel breast implant experienced left sided capsular contracture (baker¿s grade unknown) post procedure. Additionally, heat sensation, hardness, discomfort, and an occasional a burning sensation were noted. As a result, and explant is planned for (B)(6) 2019.

Manufacturer narrative:
A medical assessment of this complaint was performed on 8/1/2019. It was determined that initial report submitted erroneously included the patient code neurological deficit/dysfunction (1982). A symptom of the reported capsular contracture was erroneously interpreted as paresthesia. Manufacturer¿s reference number: (B)(4).